Manufacturer narrative:
Per the manufacturer's subsidiary, the error was that the central control monitor would display the module name and then '1 fail'. First the error occurred only on the large roller pump. However, the error continued after the pump was restarted and replaced. In addition to the error with the large roller pump, the error occurred with the gas blender, temperature sensor, pressure sensor, and small roller pump. The issue was resolved after the power manger board was replaced.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) had multiple errors that occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on 18oct2022 the power manager was reporting many ' network interface card (nic) brick #3 state change' (right nic), 'connected with fault'. This would usually indicate a module(s) was rebooting. Only the power manager log was provided so which modules were rebooting cannot be determined. Most likely the issue was a low five volt to the right nic causing the modules to reboot. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the power manager assembly into lab use only (luo) testing equipment. He ran the unit for 88 hours of continuous monitoring and found no issues with the power manager. It was determined that the unit operated as intended.